Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. In addition, the customer reported the pump battery was at 95% prior to the malfunction and after clearing the malfunction the pump battery displayed 50%. The customer's blood glucose level was 204 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.